Event description:
While inserting a cancellous bone screw into the bone, the tip of the screw broke off in the bone and remains in the pt.

Manufacturer narrative:
Investigation could not be concluded as no device was returned.